Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). Updated section g6 (type of report and follow-up number filled out.)/ updated section h2 (follow-up type). Updated section h6 codes - type of investigation, investigation findings, investigation conclusions. Correction was made to section h6 codes - catheter. H11: additional manufacturer narrative: the subject device evaluation was completed previously. The additional investigation and historical record review were completion. A supplemental report is being submitted after completion of full investigation. Engineering evaluation summary: the reported complaint was confirmed by product evaluation, and interlumen leakage was observed in addition to balloon deflation difficulties. A DHR review was unable to be performed since the lot number was not provided. As part of the manufacturing process, the supplier stated that a 100% bubble leak test is conducted and any inter-lumen leakage present during the manufacturing process would have been detected during inspections and would have been rejected. Per the investigation this issue could not be confirmed to be a manufacturing defect. The interlumen leakage noted during evaluation was found to be in scope of a previously initiated scar which was opened at edwards to document all investigation activities, potential root cause and potential corrective actions for this failure mode. Based on inspections in place during the manufacturing process, it is unlikely that the interlumen leakage and/or balloon deflation difficulty was present during manufacturing as it would have been detected and the device subsequently rejected. There is no evidence to suggest a manufacturing non-conformance, as evidenced by the tech stating, 'it was not hard to deflate during the prepping process'. Although a definitive root cause cannot be conclusively determined, it is likely that handling during device prep or during use might have caused damage to the device and might have led to the interlumen leakage which contributed to the balloon deflation difficulty.

Manufacturer narrative:
H11:additional manufacturer narrative: the subject device was returned and device evaluation has been completed. The reported event is pending additional investigation and historical record review. A supplemental report will be submitted in a timely manner once the full investigation has been completed. Per preliminary evaluation, 'as received, one icf100. What appeared to be blood was visible on the device and balloon. Balloon appeared to be deflated.' Per product evaluation of returned device, 'customer report of balloon deflation issue was confirmed. Device was returned with visible traces of blood. Traces of blood were evident within the balloon. The balloon would not maintain inflation/deflation due to interlumen leakage between the inflation lumen and the infusion lumen. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found.' The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that at the end of a robotic mvr procedure, there was difficulty deflating the balloon of an icf100 during cross clamp removal. The balloon was inflated in the aorta in normal fashion per IFU. Repositioning of the balloon was needed 2 times due to migration at the beginning of the case and the balloon was adjusted during delivery of antegrade delivery. It was adjusted by removing 5cc's of saline while the surgeon pulled the balloon back under echo visualization and then the 5cc's were put back into the balloon. During repositioning of the balloon, the pa noted that the balloon seemed hard to deflate, the tech stated that it was not hard to deflate during the prepping process and the pa continued with deflation and reinflation. The balloon worked perfectly during the procedure. Once the procedure was complete and it was time to remove the cross clamp, balloon deflation, the scrub tech deflated the balloon slowly per given directions. 20 cc's of saline came back into the syringe and then a flash of blood came into the syringe and the continued amount of total volume of 28cc's was removed and the balloon pressure was negative. It was noted that the antegrade pressure was reading a negative pressure. The team was asked to collect the balloon to return for inspection, as there was not a balloon rupture during the procedure. The patient was reported to be doing well and there was no impact to the patient due to the balloon deflation issue. Based on additional information received, the procedure went as planned and the balloon was deflated with difficulty and then there was a flash of blood during the last 8cc's of volume that was removed. After assessment of the valve there was a lot of blood coming up over the left side of the heart and he needed to find the bleeding. Patient did end up getting a sternotomy to repair a hole in the left ventricle from the suction irrigator used to check the valve repair. This was not due to the balloon. The balloon was checked, and the balloon did inflate and deflate with some effort. No rupture was noted. The syringe provided by edwards was used. The aorta measured 3.2cm above the stj and at the pa the aorta measured 3.6cm. Total of 28cc was injected. The balloon's internal pressure was 460 mmhg at establishment of aortic occlusion. There was no loss of balloon pressure through out the procedure and the balloon was retrieved intact.